Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple pump error. The customer¿s blood glucose level was 250 mg/dl at the time of the incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test and self test. No unexpected the critical block and inverse critical block did not add to zero or the motor arm cannot communicate with the main arm alarms during testing, however, the critical block and inverse critical block did not add to zero and the motor arm cannot communicate with the main arm alarm are found in the formatted history file due to a software error. Also, no damage to the keypad assembly and the keypad connector was locked properly during visual inspection.